Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the clot resolved at the time of the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred a left atrial appendage (laa) closure procedure was being performed. A watchman® access system was inserted into the patient as the initial visual inspection and preparation did not present any issues. It was then noted that there was a clot in the distal end of the access system in the left atrium. The delivery system was not in the patient at this time. The activated clotting time (act) was not obtained at this time and heparin was not given immediately when ordered by the physician. Once the clot was noticed, the act was 184. Additional heparin was given to the patient. The procedure continued and the closure device was implanted successfully. There were no additional patient complications and the patient was fine.